Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, all accuracy testing was found to be within specifications. There were no issues found with the pump. The expulsor will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device failed volume test. No patient involvement, incident occurred during testing.